Manufacturer narrative:
Race: the patient is of afro-carribean origin. The event was reported to have occurred on an unreported date two years ago. (B)(6). Literature article: jheeta, a.s., rangaiah, j., clark, j., makanjuola, d. And somalanka, s. (2020). ¿mycobacterium abscessus - an uncommon, but important cause of peritoneal dialysis-associated peritonitis ¿ case report and literature review¿. Bmc nephrology. 21:491. Available from https://doi.org/10.1186/s12882-020-02146-4. The device was not returned and the lot number is unknown; therefore, a device analysis could not be completed. Should additional relevant information become available, a supplemental report will be submitted.

Event description:
A study was performed in which a peritoneal dialysis (pd) patient experienced peritonitis. The cause of peritonitis was reported to be due to staphylococcus aureus. It was not reported if the patient was hospitalized for the event. Treatment for peritonitis was not reported. At the time of this report, the patient outcome and action taken with pd therapy were not reported. No additional information is available.